Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. The device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. The review of the historical data indicates that there were 2 other similar complaints reported for the same lot/serial number and reported failure mode. The overall complaint trend data for the period jun-19 through may-21 was reviewed. Communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Manufacturer narrative:
Complete event site name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the console generated a fiber optic sensor failure alarm. It was confirmed that there was a flush bag, transducer, and pressure cable attached to the console. The customer was then advised to remove the fiber optic cable and use the central lumen. Once this was done, a waveform was present and the customer was able to zero the catheter and resume pumping without the alarm. There was no patient harm or adverse event reported.